Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pneumoperitoneum ("pneumoperitoneum") in a female patient who had essure (batch no. D06932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: depo-provera on (B)(6) 2015, mirena from 2012 to 2014 and nuva ring in 2010. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), back pain ("low back pain"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). On an unknown date, the patient experienced pneumoperitoneum (seriousness criterion medically significant), abdominal pain lower ("cramping"), anxiety ("psychological or psychiatric problems condition: anxiety attacks"), cough ("cough") and dyspnoea ("shortness of breathe"). The patient was treated with surgery (she had bilateral laparoscopic salpingectomy with essure removal.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pneumoperitoneum, abdominal pain lower, fatigue, cough and dyspnoea outcome was unknown and the dysmenorrhoea, back pain, mood swings, anxiety, nausea and diarrhoea had resolved. The reporter considered abdominal pain lower, anxiety, back pain, cough, diarrhoea, dysmenorrhoea, dyspnoea, fatigue, mood swings, nausea, pelvic pain and pneumoperitoneum to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the surgery took longer than expected because one of the coils broke in half when he was trying to remove it.") And pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. D06932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, allergic rhinitis and cervical dysplasia. Previously administered products included for to prevent pregnancy: depo-provera, mirena from 2012 to 2014 and nuva ring. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), back pain ("low back pain"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and anxiety ("psychological or psychiatric problems condition: anxiety attacks"). The patient was treated with surgery (she had bilateral laparoscopic salpingectomy with essure removal.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, abdominal pain lower and fatigue outcome was unknown and the dysmenorrhoea, back pain, mood swings, anxiety, nausea and diarrhoea had resolved. The reporter considered abdominal pain lower, anxiety, back pain, device breakage, diarrhoea, dysmenorrhoea, fatigue, mood swings, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received event " chest pain and device breakage" were added. Medical history and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pneumoperitoneum ("pneumoperitoneum") in a female patient who had essure (batch no. D06932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: depo-provera on (B)(6) 2015, mirena from 2012 to 2014 and nuva ring in 2010. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), back pain ("low back pain"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). On an unknown date, the patient experienced pneumoperitoneum (seriousness criterion medically significant), abdominal pain lower ("cramping"), anxiety ("psychological or psychiatric problems condition: anxiety attacks"), cough ("cough") and dyspnoea ("shortness of breathe"). The patient was treated with surgery (she had bilateral laparoscopic salpingectomy with essure removal.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pneumoperitoneum, abdominal pain lower, fatigue, cough and dyspnoea outcome was unknown and the dysmenorrhoea, back pain, mood swings, anxiety, nausea and diarrhoea had resolved. The reporter considered abdominal pain lower, anxiety, back pain, cough, diarrhoea, dysmenorrhoea, dyspnoea, fatigue, mood swings, nausea, pelvic pain and pneumoperitoneum to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: reporters added. Patient demographics added. Historical drugs were added. Suspect drug indication and lot number added. Added events hormonal changes describe: mood swings, psychological or psychiatric problems condition: anxiety, nausea, fatigue, gastrointestinal or digestive system condition type: diarrhea, shortness of breathe, cough, pneumoperitoneum. On (B)(6) 2017, she explanted essure (previously reported as (B)(6) 2017). Updated events, onset date and outcomes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dysmenorrhoea ("painful periods") and back pain ("low back pain"). The patient was treated with surgery (surgery to remove the implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.